Event description:
It was reported that a malfunction alarm occurred with the code malf 0. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer had already reset the pump on their own and resumed insulin and cgm use. Technical support provided additional pump reset information and confirmed the pump could be used as normal. They instructed the customer to reach out if the malfunction recurred, and the customer acknowledged the instructions.